Manufacturer narrative:
(B)(4). The f&p sleepstyle auto CPAP is a pap therapy device for the treatment of adult patient with osa by delivering a flow of positive airway pressure at a level prescribed by the physician, to splint open the airway and prevent airway collapse. There are two main types of sleep apnea. This includes obstructive sleep apnea (osa) and central sleep apnea (csa). Osa is a condition that occurs during sleep when the upper airways collapse causing partial or full obstruction of the airways. Csa is a condition defined by pauses in breathing due to a lack of respiratory effort during sleep. Unlike osa, the pauses in breathing throughout the night are due to the lack of respiratory muscles activating or the brain failing to ask the respiratory muscles to activate. Method: the subject sleepstyle auto CPAP was returned to fisher & paykel healthcare in new zealand (f&p nz) where it was visually inspected and analysed. Further information was requested from the customer. Our investigation is based on the device compliance log, information provided by the customer, expert clinical opinion, and our knowledge of the product. Results: visual inspection revealed that the subject sleepstyle auto CPAP heater plate had water present and the water chamber had signs of mould. The unit was opened for further investigation, revealing further evidence of water ingress. The review of the device's compliance log showed that the device was performing as intended with pressure changes throughout the use of the device. It was further noted that on the date of the surgery, the patient's csa episodes significantly increased when compared to previous days' log. The CPAP therapy is not intended for treatment of central sleep apneas. An external expert clinical opinion was obtained in respect to this incident, noting that it is likely that the use of opiates (e.g., morphine) as postoperative medication contributed to the increase in csa events. The expert stated that a single short period of apnea is not clearly known to be, nor is it likely, causal of a heart attack. It was further noted that patient monitoring should have alerted medical staff of the patient's change in condition post-operative surgery. Conclusion: based on this assessment, there is no evidence of malfunction to suggest the device contributed to the cardiac arrest. Based on the expert clinical opinion and the information provided, the patient's pre-existing conditions and the use of opiates as post-operative medications were likely to have contributed to the significant increase of csa suffered by the patient and the reported cardiac arrest. Our use and care guide which accompanies the sleepstyle auto CPAP includes the following instructions, warnings and precaution: - the device is intended "for use in the home or sleep laboratory" - the device "must not be used for life-support applications" - the safety and effectiveness of the auto-adjusting positive airway pressure device has not been established in patients with congestive heart failure, obesity hypoventilation syndrome, or central sleep apnea our use and care guide also provides the following guidance on how to prevent water damage to the device: - "empty the water chamber before transporting or packing the device." - "do not use if the water chamber is damaged." - "do not fill the chamber housing with water. Only place water in the water chamber." - "do not fill the water chamber above the maximum water-level line." - "replace water before each use." - "do not use the device without the chamber seal fitted to the water chamber." The sleepstyle auto CPAP is 100% pressure and leak tested during production and those that fail are rejected. The subject device would have met the required specifications at the time of production.

Event description:
A distributor in australia reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that on (B)(6) 2021, a patient experienced a cardiac arrest while on a sleepstyle auto CPAP. It was reported that on the day prior to the event on(B)(6) 2021, the patient had a gastric sleeve and abdominal wall surgery. Following the surgery, the patient was transferred to the intensive care unit (ICU) for recovery and was later moved to the ward where he was provided morphine and ketamine. It was further reported that the subject sleepstyle auto CPAP did not increase in pressure during an obstructive apnea incident. The patient experienced a cardiac arrest, required resuscitation, and was moved back to the ICU. There were no further patient consequence and the patient has since been discharged.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information regarding the reported event. Furthermore, the complaint sleepstyle auto CPAP is currently en route to f&p for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in australia reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a patient had a cardiac arrest after surgery whilst using a sleepstyle auto CPAP. It was further reported that the subject sleepstyle auto CPAP did not increase in pressure during obstructive apnoea. The patient required resuscitation. No further patient consequence was reported.